Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous lesion in the left circumflex (cx) artery. The lesion was pre-dilatated with an nc balloon and a 3x18mm xience v drug eluting stent (des) was deployed at the target lesion at 10 atmospheres (atm), after post-dilatation with an nc balloon, a distal edge dissection was noticed. A 2.75x23mm xience v des was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.